Event description:
A malfunction alarm was reported, identified as malf 12, but there were no notable events preceding the malfunction. Despite the malfunction, there was no adverse impact on the customer¿s blood glucose level, with reported levels not exceeding 500 mg/dl. Tandem technical support assisted the customer in resetting the pump and confirmed that the malfunction code did not recur. However, due to multiple previous occurrences, it was decided that the customer would receive a replacement pump. Additionally, the customer was instructed on backup insulin delivery using multiple daily injections (mdi) and advised on how to properly return the faulty pump.